Event description:
A chest x-ray demonstrated what appeared to be a fractured 2.6 f dual lumen PICC in situ at the level of the lt brachiocephalic vein.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Approximately 13 cm of the device lumen was returned for evaluation. Visual inspection reveals a tear in the lumen approximately 11 cm from one end. A great deal of dried blood can be seen inside the lumen on both sides of the tear. The tear is consistent with the lumen rupturing under pressure. If resistance was encountered when flushing the device or when injecting medications, the lumen could have undergone stresses it was not designed to withstand. The device was implanted for 12 days prior to the incident. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any holes, leaks, or weak areas if they had existed at the time of manufacture. Root cause of this event cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not flush against resistance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.